Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their one too did not move and is not straight. They are experiencing severe jaw pain, not able to open their jaw all the way. Patient advised to see their dentist/doctor for the severe jaw pain. Patient went to urgent care and chiropractor but jaw is still locked. Advised to see dentist and send diagnosis findings for next steps.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.